Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they need to change the program because it's not helping them. Pt said it's been probably since february this year when the issue started. Pt mentioned they've been working with their doctor and they can't walk. Pt said their ins is not charged and they asked on how to adjust the therapy. Pt stated when they were doing the program or changing the numbers, 'all that does is the electric current down their leg'. Pt said they had them do that to know the 'machine is on' and they turn it off because it's too much and they are not 'raising the treatment'. Pt said their doctor was helping them to increase the intensity. Agent reviewed information and attempted to help the patient to charge the ins but pt refused and said they can do it. Pt mentioned about their previous ins from a different company that was replaced because it was in a wrong place. Pt said they will charge the ins tonight and will call back tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's therapy needed to be adjusted. The patient noted they had tried groups a, b and c and they did not help.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. When asked, after meeting with their physician if they were able to determine the cause of their therapy not helping, the patient answered "yes". The patient stated that the steps that were taken to resolve the issue were "trying to set up appointment to have adjusted. This is hard to do."